Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited right ventricular (rv) lead failure to capture at high output. Technical services (ts) noted lead is programmed subthreshold so not capturing, the patient is only pacing in the left ventricle and is dependent. The health care professional (hcp) asked about magnetic resonance imaging (MRI) conditionality. Ts discussed it is non-conditional, and it is ultimately physician discretion. The rv lead is a non-boston scientific lead. This crtd remains in service. No adverse patient effects were reported.